Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 566mg/dl and her blood glucose was treated with and insulin drip. The customer experienced nausea prior to her admission. Troubleshooting was performed. The caller mentioned that she may have caught a virus from her grand daughter. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.